Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 mixed mitral regurgitation (mr), mitral annular calcification and restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. During retrieval of clip delivery system from steerable guide catheter(sgc), pericardial effusion(pe) was observed. Pericardiocentesis and medication was used to treat pe. The patient was in stable condition. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported pericardial effusion. Pericardial effusion is listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and medication required were results of case specific circumstances as pericardiocentesis and medication was used to treat the pericardial effusion. There is no indication of a product issue with respect to manufacture, design, or labeling.